Event description:
A nurse reported to baxter (B)(4) that a minicap was damaged. The nurse stated that the screw of the minicap was found porous, and disintegrated. It was stated that one physioneal rinse was performed, and when they put a new one on the patient they let the minicap in yellow betadine for 3 minutes in order to disinfect it. When the nurse used the minicap it was dirty because of the surgical tape, so the nurse cleaned it with ercesolvant to remove it. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for damage was confirmed and the root cause was determined to be mis-use solvents or cleaning agents used to sanitize the transfer set. The sample was not returned for evaluation; however, a lot number was known. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4).a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.